Event description:
It was reported that the pulse generator exhibited backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. Due to telemetry corruption further troubleshooting could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.